Manufacturer narrative:
The authorized service provider replaced the gas delivery system, and the airflow accuracy-test passed. The ventilator has been determined ready for use.

Manufacturer narrative:
Report date: 24sep2021

Event description:
The customer reported the blower motor inside is making a loud noise. The ventilator was in use on a patient at the time of the issue. The patient was swapped to a different ventilator and there was no patient or user harm. The authorized service provider (asp) replaced the blower motor and resolved the noise complaint. Testing was completed after the replacement and the airflow accuracy test failed. The asp has recommended to replace the gas delivery system (gds).